Event description:
It was reported that a ventricular lead warning for "low impedance" was triggered in (B)(6) 2013. It was reported that 2,500 low impedance paces were noted. The right ventricular (rv) lead currently remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID addr01 implantable pulse generator (ipg) implanted: 2010 (B)(6). (B)(4).